Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported ruptured device diagnosed by ultrasound. Healthcare professional reported "capsule in the right breast but also with a significant increase in breast size" and "seroma." Affected side is right. The device has been explanted.